Event description:
It was reported that during implant, the impedances of the lead were fine. However after connecting the lead to the device, the impedances were suddenly low. The lead was removed and observed to be damaged. The lead was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.